Event description:
Dealer called stating the end user called stating that his pivot link was broken. Unit was replace via (B)(4) in (B)(6) 2014. End user is stating that when they unfolded the chair, they noticed that the pivot link was broken.